Manufacturer narrative:
(B)(6): supplemental MDR - foreign matter. Four photographs of 10 ml luer-lok syringes (part number: 302995) were received for evaluation, each depicting a syringe marked with a black circle to indicate areas of concern. Three images focused on the syringe barrel and one on the plunger rod, all showing dark spots. Due to the limitations of photographic evidence, it could not be determined whether the spots were present in the fluid or embedded within the syringe material. The observed condition is non-conforming with the product specification. A physical sample is required to conduct a more thorough evaluation and determine the potential root cause. Furthermore, a device history record review was completed for provided lot number 4354521. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Xxxx would like to inform you that when the discrepant material is found during aql or -in- process inspections, the supplier awareness notification (san) is issued. Although the aql inspection may be deemed acceptable, we are required to notify suppliers about discrepancies in material appearance or physical characteristics. If the material does not meet our aql criteria, or if the finished product that uses the material results in nonconformance due to a defect, a supplier corrective action request (scar) will be issued. This report covers march 2025 for the xxxx. We kindly ask that you review the specific defects in the attached notification(s) and determine whether the issue is ongoing. Please take prompt corrective action as required. On 21mar2025, xxxx identified two (2) units with free-floating particulates within the fluid path/primary packaging and four (4) units with embedded particulates.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.4.